Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported by the patient that there was a complication with their "device". The physician clarified that the patient experienced syncope. It was also reported that right ventricular (rv) lead was over-sensing atrial fibrillation (af) episodes in the ra which resulted in under-pacing of the right ventricle. The rv lead was re-programmed and remains in use.